Manufacturer narrative:
The devices are expected to be returned for investigation. They have not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flows. The tubing sets were being used to deliver unspecified solutions. The roller clamps were being used to regulate the flow. After unspecified lengths of time in use, the customer contact reported that "they are not getting the precision they normally get with the hospira roller clamp. Sometimes they close the clamp all the way down and they still have flow." There were no reported adverse patient effects and no delays in therapies critical to the patients. No medical interventions were reported. Additional information was requested from the customer contact regarding, the solutions were being delivered, how were the unrestricted flows noted, were the tubing sets replaced and the therapies resumed. No additional information was provided.